Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that a patient experienced a g5 transmitter that was not working on (B)(6) 2016. No additional event or patient information is available.